Event description:
It was reported by service report that the right side rail is damaged and cannot be latched up. It is unk if there was pt involvement or if there are adverse consequences to report.